Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional concomitant device added: unk - nuts (part # unknown, lot # unknown, quantity unknown). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device history lot: part: 04.607.053s, lot: 3334349, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13 jan 2010, expiry date: 01 jan 2020. Lot 3334349 was manufactured from non-sterile part 04.607.053 lot 3304646, since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.607.053, lot number: 3304646, release to warehouse date: 24 nov 2009, manufacturing site: mezzovicco. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a spinal fusion procedure treating ais (adolescent idiopathic scoliosis) by stabilizing th11 was performed. During the final fixation of a nut, the screw (04.607.053s) became loose. The screw was removed, and the rest of the procedure was completed with less than a thirty (30) minute delay. No further information is available. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).